Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Date of birth: (B)(6) 1987. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that a hispanic female patient underwent a breast augmentation with a 395cc mentor memoryshape breast implant on (B)(6) 2017, experienced following adverse event. Adverse event # 1. Right breast superficial wound from exposed suture, (right side, implant serial number: (B)(4). Date of implant: (B)(6) 2017). On (B)(6) 2017, she presented with right breast superficial wound from exposed suture, which required incision/drainage/aspiration on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On september 15, 2022, mentor received additional information regarding the patient's diagnosis. It was reported that the patient had a wound infection. Mentor updated the complaint's coding for accuracy. Code e2115-post operative wound infection has replaced the previous code of e1707-impaired healing in section h6-health effect - clinical code. Reason for device explant and/or reoperation: wound infection. All relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During the 5 year follow up visit, the patient reported dissatisfaction with procedure outcome. At this time, mentor has received very limited information regarding this event, however, based on the information provided, the patient suffered breast wrinkling. Code e1723-wrinkling has been added in section h6-health effect - clinical code to capture this additional information. Manufacturer¿s reference number: (B)(4).